Event description:
The customer reported water underneath the screen. The insulin pump also has a crack on the casting. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked reservoir tube.